Event description:
Patient presented to ER with thoracic fracture and transected cord at t8-l1 from motorcycle accident. The tip of the hexagonal screwdriver broke off intraoperatively, and was left in the patient. Surgeon attempted retrieval, but discovered the broken tip was cold welded into the screw.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn, as no device was returned. Review of the manufacturing records has been requested.